Event description:
While the device was being used, the internal mechanism malfunctioned. It was noted that the staples component had fallen into the wound. The component was removed from the wound, but a small (approx. 1cm x 1cm) fragment was missing and could not be located. It is not known whether the fragment was in the wound or somewhere else.